Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis that was filled to 450ccs. Deflation was diagnosed visually, and through palpitation post procedure. As a result, bilateral prosthesis replacement with a mentor smooth round moderate plus profile 475cc implants was performed on (B)(6) 2017.

Manufacturer narrative:
Additional information was received on 3/19/2018. The event date has been updated. The mentor failure analysis lab received the device for evaluation on 4/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis that was filled to 450ccs. Deflation was diagnosed visually, and through palpitation post procedure. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Visual examination of the device revealed a rent at the junction in the vicinity of the vulcanization dot. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. No other anomalies were found. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).